Event description:
Information was received reporting a catheter replacement. Patient was experiencing a decline in pain therapy. A dye study was performed and the physician observed that fluid was extravasating into the soft tissue along the tunneled catheter as well as the intraspinal placement. The cause of the leakage was unknown. During the surgery, the physician found that the pump was flipped and rotated. The patient also alleged that they were having local pain at the pump site so the physician decided to do a pump revision as well. Physician also thought the catheter was possibly kinked. The replaced catheter was discarded. This MDR will address the catheter and MDR 3010079947-2022-00068 will address the pump.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit and sub assembly, verification of all final testing performed by/on the catheter kit and sub assembly, verification of sterilization, and packaging for subject catheter kit and sub assembly was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit and sub assembly function. Device was discarded and not returned for additional evaluation and investigation. The physician did not provide a cause for the catheter leakage. It is possible that the pump flipping and rotation may have led to the catheter issues, but this cannot be confirmed. Per the instructions for use of the device, catheter leakage and catheter kinking are known possible risks of use of the device. Internal complaint number: (B)(4).